Manufacturer narrative:
Age at time of event: 18 years or older. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that product sterility was compromised. A 5.0 x 20 75cm mustang balloon catheter was selected for use to dilate a lesion. However, during unpacking, the device fell off from the hoop. The procedure was completed using another mustang balloon catheter. No patient complications were reported.